Event description:
Manufacturer received a report from a facility alleging that the caregiver was plugging unit into the wall and the unit allegedly "shorted out". As a result of the incident, the caregiver allegedly received burns to right hand. How the device caused or contributed to the incident is unclear.